Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for right femoral neck fracture with fns in question. The surgery was completed successfully without any surgical delay. The surgeon also confirmed that there were no problems on x-ray. After the surgery, on unknown date, the bone union was not completed, and femoral neck fracture occurred again. The patient will underwent the removal surgery on (B)(6) 2021 and a femoral head prosthesis was implanted. This report is for (1) bolt for femoral neck system 85mm length-sterile. This is report 1 of 4 for (B)(4).